Event description:
Dobhoff (dht) nasogastric tube removed by physician during esophagogastroduodenoscopy (egd). It was observed by bedside rn that dht had separated into two pieces. Both pieces removed by md. Tubing appears to have ballooned then ruptured at some point during use. I have reviewed imaging of chest x-rays completed during patient's ICU stay and have not been able to identify when this irregularity occurred.